Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the user¿s understanding differed from olympus recommendation in device handling and reprocessing steps. The following is included in the instructions for use (IFU): "precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ ¿caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus endoscopy support specialist (ess) noted that during the bedside scope pre-cleaning, staff members were not using the air/ water channel cleaning adapter at the end of the procedure to perform this pre-cleaning step. The ess reviewed infection control information referenced in the user manual and reprocessing manual and the importance of using the air/ water channel cleaning adapter at the end of the procedure. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility requested a reprocessing in-service/customer competency and infection control in-service. An olympus endoscopy support specialist (ess) visited the customer and noted during the in-service, the evis exera iii gastrointestinal videoscope was being reprocessed incorrectly. No patient injury reported.